Event description:
It was reported the pt has felt pain at the ipg site which increases when she moves. The pain started when the pt stopped taking pain medication. The pt will meet with the physician as the next course of action.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.